Event description:
Rptr did not give specifics, but stated that her meter was reading 30 points higher than hcp (one touch ii) meter, and that a meter to lab test resulted in her meter reading around 200 mg/dl vs around 100's mg/dl. Rptr could not remember exact bg numbers, and didn't give any further details.